Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tracheal tube cuff deflated immediately upon attempted inflation, requiring the anesthesiologist to re-intubate the patient a total of four times. According to the reporter, during a stomatological procedure, a size 6.0 tracheal tube was used for left nasal intubation via the left nostril with the assistance of a video laryngoscope. Passage through the nasal turbinates was achieved without difficulty. Intubation was described as easy, with good visualization of the vocal cords, and magill forceps were not utilized. The reporter stated that during attempted cuff inflation, inflation failure was observed, as the cuff progressively deflated during inflation. Per the anesthesiologist, no issue was identified with the cuff valve. The initial tube was replaced with a second tube of the same type and size; however, the same cuff deflation issue was observed. A third tube change was then performed using a reinforced (armored) size 5.5 tube. Intubation was successful; however, the cuff deflation issue persisted. A fourth tube, a reinforced tube obtained from the equipment reserve, was subsequently used, and the reported issue did not recur.

Manufacturer narrative:
D3 - postal code was updated. D7a - single use device was updated. The suspected device was not received for evaluation. The device history file was reviewed. There were no nonconformities were identified that may have contributed to the reported complaint. The complaint cannot be replicated or confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.